Manufacturer narrative:
(B)(4). The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided. Root cause could not be determined. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Event description:
A report was received from (B)(6) stating that after intubation of the patient, the staff cut the endotracheal tube. When the staff tried to replace the nipple portion, the endotracheal tube cracked. The patient was too unstable for a reintubation procedure. The staff managed to tape the endotracheal tube tight. No additional information was provided in regards to the patient's status.